Event description:
It was stated that, "the tip of the installer fractured during insertion of the pivot implant. The broken piece was retrieved, and a second installer was used to remove the pivot implant. No harm to patient."

Manufacturer narrative:
It is hypothesized that the combination of the bending stress and impact forces exceeded the mechanical strength of the device's distal tip, resulting in fracturing. The applied stress was likely due to adjustment of the implant insertion trajectory and impacting the device during implant insertion.